Manufacturer narrative:
The referenced previous distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report # 2916596-2017-00167. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to clinic on (B)(6) 2018 with several pump stoppages reportedly, the patient was asymptomatic as the pump stops were short in duration. X-rays were sent to technical services, and were unremarkable. The patient had a previous distal end percutaneous lead (driveline) replacement on (B)(6) 2017 for pump stoppages and was provided an ungrounded patient cable at that time. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed the pump stoppages. The patient declined a pump exchange. There were no real complications within the 4.5 years of lvad support. The patient would monitor for further problems. The attending cardiologist reportedly agreed with the patient.